Event description:
Reporter alleged the needle from the multiclix lancet device protrudes outside the end of the cap after it has been fired. No actions or treatments were reported. No adverse event reported. A request was made for the return of the suspect device.

Event description:
It was reported to baxter (B)(4) that the reservoir of an intermate lv250 device had ruptured during patient use. The device was filled with ciprofloxacin (300mg/150ml sodium chloride 0.9%). There was no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.